Event description:
This is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis and hole in catheter in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer service, the following was reported. On an unknown date, the patient was diagnosed with peritonitis. The cause of the peritonitis was a hole in the patient's catheter. It was unknown whether the patient was hospitalized for the event. Treatment was not reported. The patient recovered from this peritonitis event. Patient injury reported: yes medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).